Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for hypotension and an interrogation of their implantable cardioverter defibrillator (ICD) was requested. Review of information revealed that the right ventricular (rv) lead was undersensing. It was also noted that the rv lead displayed high/undefined pacing impedance for approximately the past seventeen months. It was noted that the patient had chosen in the past to not have the lead replaced. The lead remains in use. No patient complications have been reported as a result of this event.